Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was later transferred to lund for continued care on a respirator after being intubated. It was not possible for the healthcare provider to suction the tube properly. Upon inspection with a bronchoscope, a kink on the tube was discovered that could not be straightened out. No patient harm occurred, but the patient needed a tube change which was a potentially concerned medical intervention.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.